Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that device interrogation was requested to ensure the device had worked properly at the time of death. There was no allegation that the death was related to the device.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: unknown; 419688 lead, implanted: unknown.

Event description:
It was reported that the patient is deceased. Additional information regarding the death has been requested but not received.